Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.